Manufacturer narrative:
One cardiomems catheter assembly was received for investigation with sensor intact and still attached. Visual inspection of the hub and the length of the catheter were found to be normal, with minimal kinking or use damage. The outer diameter of the catheter measured within specification at the distal tip and at the proximal end with the thickness gauge. The width of the sensor was found to be within specification as well. Inspection of the skiving portion of the catheter were found to be normal. A test guidewire was passed through the entirety of the catheter length with no difficulty. The results of the investigation are inconclusive, and the root cause was unable to be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that a cardiomems implant procedure was significantly delayed and then ultimately aborted due to patient condition as well as inability to advance the guidewire and delivery system. The physician reported they encountered resistance when advancing to the target implant location and decided to remove the cardiomems and guidewire in order to examine the system and reattempt. After the system had been removed the patient began to cough and their blood pressure dropped leading to the decision to abort the case. The physician reported they believe the coughing and drop in blood pressure was related to the patient's age and not related to the procedure.